Event description:
It was reported that the device needs a function check, calibration, and repair. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery stabilizer pin was broken and the impedance for the liquid crystal display (lcd) was intermittent.